Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre-use inspection that cardiosave intra-aortic balloon pump (iabp) the ECG lead wire was not recognized. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 due to character restrictions in block e1- event site telephone- (B)(6). It was reported during pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) ECG lead wire was not recognized, but the connection was normal and the lead wire functioned normally when installed on other equipment. No alarm triggered and the customer resolved the issue on there own. All safety checks were completed. The device is operating normally.

Event description:
N/a